Event description:
Healthcare professional reported a right side rupture and pain. Healthcare professional later reported "it was noted to have a small, approximately 2mmrent at the periphery. This was first noticed simply because a small pinhead sized amount of silicone was noted to be extruding from the implant after removal. It was possible that removal although gentle has pulled on the implant shell or membrane, opening on area of weakness," which is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is not related to the device. Rupture: observed opening on anterior side assessed as surgical damage. Rupture-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and pain. Device has been explanted.